Event description:
The customer reported that they were getting a high deviation in the control recovery for creatine kinase-mb liquid (ck-mb) on two p module analyzers starting on (B)(6) 2015. In most cases, the first level control result was outside of range. Some first level control results would be both below and above the control range. The second level control was in most cases within the control range, so an unspecified number patient values were released. No specific patient data was provided. At the same time the control issues appeared, problems with the water supply system were detected. Dark sediments were found in the internal water reservoir of each system. On (B)(6) 2015, the customer stated that control recovery still varied even while using three different lots of reagent. Precision studies were also performed on both systems using one patient sample on (B)(6) 2015. This medwatch will cover testing performed on the second p module analyzer. Refer to the medwatch with patient identifier (B)(6) for information related to the first p module analyzer. The sample was tested on the first p module analyzer and resulted with the following values: 31 u/l accompanied by a data flag, 24 u/l, 20 u/l, 12 u/l, 11 u/l, 16 u/l, 9 u/l, 1 u/l accompanied by a data flag, 21 u/l, 15 u/l, and 18 u/l. The sample was tested on the second p module analyzer and resulted with the following values: 10 u/l, 11 u/l, 7 u/l, 25 u/l accompanied by a data flag, 15 u/l, 13 u/l, 13 u/l, 14 u/l, 13 u/l, and 12 u/l. An erroneous result from this patient sample was reported outside of the laboratory to a medic, but the customer could not determine which result had been reported outside of the laboratory. No patients were adversely affected. The ck-mb reagent lot number in use at the time of the precision study was 609436. A reagent expiration date was asked for, but not provided. No additional lot or expiration date information was provided. The field service representative checked the water systems, tubing, probes, plunge pumps, and the degasser. These corrective maintenance actions were not successful. The field service representative also performed further activities with both analyzers including precision studies and cleaning of the fluidic systems with hypochloride.

Manufacturer narrative:
The field service representative performed an adc timing adjustment on the instrument and the system was confirmed to be running within specifications after 4 weeks of performing this service activity.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Despite further service actions, the customer continues to see further precision and low result issues with the analyzer. Patient sample results are not being released from the analyzer and the samples are being tested on an integra 800 analyzer, which has no issues. The field service representative later performed additional service actions including checking the optical unit, heat cut filter, photo lens, and cleaning the incubation bath. Precision studies with control material were later performed on (B)(6) 2015 and the precision was acceptable. New patient samples tested on (B)(6) 2015 were found to have precision issues on this second analyzer. No erroneous patient results were reported outside of the laboratory.